Manufacturer narrative:
The log file of the affected device was made available for investigation. Based on the investigation it could be confirmed that the device detected a device failure once at the reported date and time of event. This device failure is caused by an inconsistency of the displayed picture which typically is a temporary deviation. A deviation within the electronic system will cause a software-controlled restart of the whole electronic system. The pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system-reset is combined with an audible and visible alarm of high priority. If the deviation is corrected by this restart, the device will continue ventilation with last settings after not later than 12 sec. The device reacted as specified to a detected temporary deviation by alarming and initiating a restart in order to remedy the issue. In the current event, ventilation was continued after the restart . The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device shut down and recovered itself during use. After that, a device failure was displayed. There were no patient health consequences reported.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Event description:
It was reported that the device shut down and recovered itself during use. After that, a device failure was displayed. There were no patient health consequences reported.